Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager balloon catheter noted blood visible in the guide wire lumen and on the outer member and thick dried contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon had relaxed folds. There was a bend in the hypotube shaft 18 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was no outer jacket covering the hypotube in the proximal end of the hub. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily calcified which likely contributed to the resistance during advancement. It was reported that the catheter was advanced as resistance was encountered. It should be noted the voyager coronary dilatation catheter instructions for use (IFU) states: if there is resistance, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. An attempt was made to pressurize the balloon however; the fluid did not advance into the balloon. The balloon catheter was left for 5 days pressurized at the rated burst pressure (rbp). The fluid did not advance through the inner member or the balloon due to the dried contrast. A guide wire was inserted into the hub and then into the proximal end of the hypotube. The guide wire advanced through the hypotube without any resistance confirming there was no blockage in the hypotube. In this case, due to the build up of contrast in the distal shaft, the balloon was unable to be inflated and the leak was unable to be confirmed. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the voyager instructions for use materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Additionally, it was reported that the voyager catheter was prepared for use inside of the patient anatomy. It should be noted the IFU states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. In this case, it does not appear that the preparation of the device inside of the patient anatomy contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. The 2.0 x 15 mm voyager balloon was advanced and prepped inside the patient anatomy; however, resistance was met with the calcified vessel. After several attempts to advance, the balloon reached the lesion. An attempt was made to inflate the voyager to 8 to 12 atmospheres, but the balloon would not inflate. It was noted that there appeared to be a leak; therefore, the device was removed and a non-abbott balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.